Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that extraction failure occurred during surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. The used vfc (viscus fluid control) tubing set, syringe and gray tip plunger were returned and visually inspected. The needle tip was found bent on returned condition. The vfc smpt(small parts tray) was not returned. In return condition, the gray tip plunger was upside down in the 10 milli liter line inside the syringe barrel. Silicone oil was observed inside the syringe and around all the components. The root cause of the customer's complaint is related to improper handling of the device. The damage observed on the infusion cannula is consistent with damaged observed from holding the cannula with the hemostat while pulling the sample out. After investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to improper handling. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).